Event description:
Philips received a complaint on the defibrillator indicating that the large electrode connector could not be attached, resulting in the inability to use the large electrode on the patient properly. The device was replaced to continue the treatment, and no apparent harm was caused to the patient. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock or monitor.

Manufacturer narrative:
(B)(6).